Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found that the instrument could have had a cracked blade. As a result, instrument failed the energy recognition test. The instrument generated message "tighten assembly." The blade broke during testing. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects while the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a recognition issue with the harmonic ace instrument. No physical damage was observed. The procedure was completed with no reported injury.